Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. The field service engineer (fse) found that main drawer 5 had failed to stay closed because the magnet had fallen out of the inseparable component. The fse replaced the inseparable latch, recovered and tested the drawer in the application. Additionally, fse replaced the battery and replaced all inseparables on the full-height drawers. All drawers were tested in the application and confirmed to be functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, failed narc drawer. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.